Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the socket on the lower tray. An investigation has been initiated to determine the cause.

Event description:
Ami was contacted that a patient using the tap 3 tl appliance noticed that the socket is out of their lower appliance. There was no harm to the patient.